Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl and had issues with bent cannulas. The customer had not reported the symptoms and treatment. Customer's blood glucose level was 600+ mg/dl. Customer declined troubleshoot for high blood level. The customer was assisted with troubleshooting for bent cannula. Customer reports they changed infusion set four times yesterday and all had bent cannulas. The insulin pump will not be returned for analysis.